Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the extract transform load process was delayed and the report data was not current. The technical support specialist (tss) dialed into the server, identified that the structured query language server and server agent were not started. Tss restarted the services, verified the eft and ran the eft job on the server manually. Customer confirmed that the reports were current and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the extract transform load process was delayed and the report data was not current. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.